Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During testing, the returned battery cap had damaged threads and would not maintain an electrical connection due to the cap detaching. The investigation was completed with a test battery cap. The battery compartment was cracked with no evidence of moisture inside. The pump was exercised with the test cap for 24 hours with no power interruptions or duplicated alarms. The leak test revealed the battery compartment to be cracked. The pump was opened and removed from the case and no evidence of moisture or loose components were found inside the pump. Unrelated to the initial complaint, the pump powered on with a dim and discolored display screen. All of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. The pump powered on with no vibration alarm or with the use of the audio bolus button. External testing revealed that the vibrator motor was functional. The vibrator motor alignment pins were observed to be misaligned.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. Reportedly, there was moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.